Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. The complaint device was received and evaluated. Visual observation confirmed the weld breakage of the shaft reported as the sheath end is completely separated from the t-handle on the device. The design of this device was changed making it a single piece design, thus eliminating the weld. Therefore, it can be determined that this design change has corrected the separation failure mode. It also reveals this complaint device is over four years old, and its visual appearance suggests it has received heavy use. This failure was likely a result of fair wear & tear due to age and use, along with the design at the time it was manufactured. There is no lot number on the device which precludes conducting a batch history review or a lot specific search in the complaints handling system. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction acl surgical procedure, it was observed that the customer's biointrafix sheath trial 7-8mm broke into two pieces. The sales rep stated that the device broke mid shaft when trying to remove the device. The sales rep stated that the where the device broke was outside the patient. The sales rep reported that the surgeon had completed the procedure with the device before the device failure occurred. The sales rep reported that there were no patient consequences or delays in the case. The sales rep could not provide a lot number for the device but stated that the device is approximately five years old and has seen heavy use in the field. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.